Event description:
It was reported that during a stenting treatment procedure, stent damage occurred post deployment. Access was obtained via the femoral artery. The 95% stenosed, de novo lesion was located in the saphenous vein graft. The 38mmx4.00mm ion stent delivery system was advanced to the lesion and deployed. Following deployment the physician considered the proximal part of the ion stent delivery system looked less well expanded after postdilation with a 5.0 unknown balloon than after deployment with the ion stent delivery system balloon. An additional a 2.75 x 32 ion sds was advanced and deployed in the left anterior descending artery. The procedure was considered completed at this point. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).